Event description:
The day after pt injection with 2 syringes of juvederm ultra plus xc in the nasolabial folds, marionette lines, and corners of the mouth the pt noted pain at the injection sites, bruising at the injection sites, and tingling at the injection sites. The pt was seen 2 days after the initial injection and the injecting physician observed redness, a bluish tinge, and bruising from the right side of the pt's nose to the right corner of the pt's mouth. The pt also had blisters in the mouth. The physician stated that the pt had cellulitis but was not sure if it was ischemic, herpetic, or bacterial. The injecting physician prescribed hyaluronidase and the pt felt better. The physician also prescribed valtrex, cephalexin, aspirin, and nitropaste to the pt. However, the pt did not like the feel of the nitropaste and it was removed from the pt's face. The pt was seen by the injecting physician the next day and the physician observed vesicles with pus in the right nasolabial fold. The physician prescribed more hyaluronidase. The pt was referred to a dermatologist who saw the pt 4 days after the initial juvederm injection and stated that the area from the right side of the nose to the right corner of the mouth looked ischemic with no necrosis. The dermatologist prescribed hyaluronidase on that day and the day after. The pt was seen by the injecting physician 7 days after the initial injection and the area between the right side of the nose and the right corner of the mouth was resolving. The pt had no more vesicles and no more blisters. The injecting physician believes that the symptom area was ischemic and not necrotic with a partial occlusion. The injecting physician states that the hyaluronidase was prescribed to prevent worsening of the symptoms that may lead to permanent damage. The valtrex, cephalexin, and aspirin were prescribed to hasten the resolution of the pt's symptoms.

Manufacturer narrative:
(B)(4). Eval summary: batch number h30l672464 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.